Event description:
It was reported that during the implant procedure, the lead was positioned, subsequently retracted, and then repositioned. Blood pressure began to decline due to perforation of the heart at the first lead position. Fluid was removed to treat the cardiac tamponade. Patient was stabilized and was under observation in the ICU. The lead remains implanted and the patient will be followed-up normally after being released.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.